Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting that they were receiving error 3 messages and noted the low battery icon was displayed as well. The device has been received and, during the course of investigation was discovered to exhibit memory overwrite malfunction. There was no report of death, serious injury or mistreatment.